Event description:
It was reported to philips that failure in fluoroscopy and acquisition occurred due to generator issues on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the converter 100/2 replacement kit, kv ma control and performed calibrations, returning the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).